Manufacturer narrative:
The company representative contacted the facility to assist with troubleshooting. The facility did not request service. The customer ordered a replacement footswitch and cable. An initial visual assessment of the returned footswitch revealed a missing rear bumper, a nonconforming o-ring, and a nonconforming base plate. The footswitch was tested and a system message (eeprom read failure) displayed indicating a nonconforming component in the footswitch pcb. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. The root cause was determined to be due to a nonconforming component in the footswitch pcb. An internal investigation was opened to address this issue. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Event description:
A surgical technician reported the foot pedal stopped working during a procedure. The staff tried troubleshooting but the issue was not resolved. Following a 45 minute delay, the foot pedal was switched out and the case was completed with no harm to the pt.